Event description:
It was reported to boston scientific corporation that a stonetome was used in the papilla during a biliary stone removal procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the device was cannulated into the papilla. When current was applied to the device in order to incise, the cutting wire broke. Reportedly, no part of the device detached inside the patient. The procedure was completed with a second stonetome. There were no patient complications reported as a result of this event.

Manufacturer narrative:
H6 (device codes): the problem code 1069 captures the reportable event of cutting wire broken. H10: visual examination of the returned device found that the cutting wire was broken and blackened. There was no other issue noted. The complaint was consistent with the reported event of broken cutting wire. It is most likely that a peak of voltage could have caused the failures noted. Therefore the most probable cause of this complaint is adverse event related to procedure since it is most likely that due to procedural factors encountered during the procedure the performance of the product was limited. The DHR (device history record) review was performed and no anomalies were observed. The review confirmed that the accepted device met all manufacturing specifications

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a stonetome was used in the papilla during a biliary stone removal procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the device was cannulated into the papilla. When current was applied to the device in order to incise, the cutting wire broke. Reportedly, no part of the device detached inside the patient. The procedure was completed with a second stonetome. There were no patient complications reported as a result of this event.